Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from approximately 40mg/dl to and 50 mg/dl. Reportedly, the customer required assistance from parent to treat bg level via glucose tablets and consumption of carbohydrates. No additional information was provided.